Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and wear abrasion leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation and capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation and capsular contracture baker grade iii. The device remains implanted. This record is for the left side.